Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for patient's atrial tachycardia, however it appeared to have also had retrograded conducted ventricular tachycardia (vt). It was noted that the non-boston scientific left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and the intrinsic amplitude showed some variability. Technical services (ts) reviewed and stated that the device delivered successful atp therapy and there was wide ranging impedance jumps which were suggestive of lead fretting. Ts recommended to have the lv lead integrity troubleshooting options. This device and non-boston scientific lv remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for patient's atrial tachycardia, however it appeared to have also had retrograded conducted ventricular tachycardia (vt). It was noted that the non-boston scientific left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and the intrinsic amplitude showed some variability. Technical services (ts) reviewed and stated that the device delivered successful atp therapy and there was wide ranging impedance jumps which were suggestive of lead fretting. Ts recommended to have the lv lead integrity troubleshooting options. This device and non-boston scientific lv remains in service. No adverse patient effects were reported.